Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 447, 396 and 377 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl and expected pm fasting blood glucose test result range is 125-150 mg/dl. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/25/2020 (expired) and open vial date is unknown. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).